Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd hi-flow ext set was collapsed/kinked. The following information was received by the initial reporter with the following verbatim: our peds ICU/ward has an issue with MFR# - 20043e small bore IV extension set with slide clamp, smartsite t-connector, spin male luer lock, 6", 0.4 ml priming volume. The issue is the tube collapsing during blood draws.